Event description:
It was reported that the procedure was to treat a perforation in the left anterior descending artery. A 2.8 x 19 mm and 2.8 x 16 mm graftmasters were successfully used to seal the perforation; however, post procedure, in recovery, the patient expired. It is unknown what caused the patient death. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. The reported patient effect of death, as listed in the coronary stent graft system, graftmaster rx instructions for use (IFU) is a known patient effect that may be associated with coronary stenting. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.